Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.